Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 reportedly stated that patient was checked and noted noise on the lead. The physician was dr. (B)(6) at (B)(6) hospital campus in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).